Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. One photo was submitted for evaluation. The photo showed the hub of an introducer covered in blood as well as some on the cloth below it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, a fluid leak was noted in the hemostasis valve when purging. The sheath was exchanged and the procedure was completed with no consequences to the patient.